Event description:
It was reported that the pt experienced elevated blood glucose levels. The pt alleges that the pump did not deliver programmed bolus doses of insulin. However, review of the pump history reveals that the pump indeed delivered the programmed doses.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. Although, the pt alleges that the pump did not deliver programmed insulin doses, review of the pump history reveals that the pump indeed delivered the programmed doses and no malfunction or defect can be found with the product. No conclusions can be made at this time.